Manufacturer narrative:
The device history record review was completed, and confirms that this device met all manufacturing and sterilization inspections. No quality deficiencies detected regarding the edwards' device.

Manufacturer narrative:
Device not returned. Additional manufacturer narrative: unfortunately, the edwards device was not returned for analysis. The device history record (DHR) review is currently in process. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted after an implant duration of approximately 8 years. Through follow-up with the health-care provider, it was learned that the device was explanted due to aortic stenosis. According to the operative report and discharge summary, the patient is a (B)(6) year-old male who presented with heart murmur, syncope and abnormal echocardiogram. The patient has a history of an mi and he underwent a ptca in 2001. He was hospitalized in (B)(6) 2002 for pna and chf, an echocardiogram at that time was suspicious for a mobile soft tissue mass on the aortic valve. The ID service was consulted and the decision was made to treat the patient with IV antibiotics for presumed endocarditis. In (B)(6) 2002 he again presented to the whc with chf and shortness of breath. A cardiac catheterization revealed cad and severe aortic stenosis (as). On (B)(6) 2002 he underwent CABG x 1 and avr. He had done well until recently when he experienced a 24 hour gi flu followed by a syncopal event. He returned to the whc where a 20 echocardiogram revealed moderate asymmetric lvh with an ef of 45-50%. There was basal lateral akinesis. The rv systolic function was moderately reduced. There was a bioprosthetic aortic valve seen with thickened leaflets and restricted motion. There was significant as. A cardiac catheterization showed a patent cx graft and severe as. Surgery was recommended. The pathology of the aortic valve revealed calcification. The valve was replaced with another edwards bioprosthetic valve.